Event description:
According to the reporter: during the procedure, the physician opened the endo catch bag and it had hole in the bag. The second bag torn around the ring when the specimen was trying to be retrieved. No harm was caused to the patient.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the bag was torn from the ring at the proximal end. The bag was partially folded and the bag was not cinched. The green ring was seated in the handle. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture the conditions noted suggest that the green ring and suture line were not pulled, thus indicating that the bag did not detach as a result of this action. Replication of these conditions may occur if instead, the plunger is retracted after bag deployment, causing bag detachment. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.